Event description:
It was reported there was undesired stimulation. The patient had still been getting stimulation for their foot but was also getting stimulation in their low back which was causing cramps. It was noted this changed "about this week." There were no falls or accidents reported but the patient's puppy caused them to stumble forward. The patient had also been twisting over to avoid the dog. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).